Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: third-party catheter; bloody residues on the product; residues in the catheter piece. Permeability test: the test showed that the progav 2.0 is non-permeable. Computer control test: due to the non-permeability of the valve, the computer-controlled test is not applicable. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valve, deposits were found in progav 2.0. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was a blockage in the valve at the time of our investigation. The detected deposits could be named as the cause of the blockage. Endogenous substances in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (part # fx410t) was implanted during a procedure performed on an unknown date. According to the complainant, the patient had a rickham with ventricular catheter put in place to provide temporary drainage. Reportedly, the surgeon tied into the existing ventricular catheter with a rickham reservoir adding a progav 2.0 valve set to fifteen (15) with a distal catheter to abdomen. The valve was adjusted to nine (9) in an attempt to increase drainage. However, the patient had to undergo a revision surgery due to obstructed flow. During the revision, the proximal and distal catheters were checked with a manometer and found to have good flow. The issue was traced to the valve. The complaint device has not yet been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.